Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. Our sales representative supported with software upgrade of the ventilator. It has not been communicated if any parts were replaced. Incomplete ventilator logs were provided. Evaluation of received ventilator logs was performed. It can be confirmed that the set value for tidal volume changed stepwise from 340 ml to 520 ml within a time frame of 22 seconds. There are no alarms for high expiratory minute volume or high airway pressure indicating that the alarm limits are not exceeded. The change of parameter settings can only be related to human interaction or a malfunctioning of hardware. The root cause of the reported event has not been determined.

Event description:
(B)(4).

Event description:
It was reported that when the ventilator was connected to a patient, the tidal volume changed from 360, 380, 420, 460, 520, 500 ml in a matter of seconds with no one in the room. There was no patient harm. (B)(4).